Manufacturer narrative:
Upon visual inspection, it was discovered that three pogo-pins were damaged, two of which were sheared off and one was stuck inside the device. There were markings on the lower case plastic around the pogo-pins, this suggests excessive force. Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to (B)(6) 2012. Between (B)(6) 2012 the device logs a total of three failed auto weekly self-tests all of which were due to a low battery. The data obtained from the device showed evidence that the device is switching itself on automatically, resulting in manual power-ups of 10 mins in duration occurring between (B)(6) 2012. The failed self-tests due to low battery may have been caused by fluctuation in voltage due to the damaged pogo-pins. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured on the membrane it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically can cause premature depletion of the pad-paks (battery). The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.